Manufacturer narrative:
The complaint allegation that the device was making loud noises was confirmed. A most likely cause can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017. The complaint allegation that the device was not controlling pressure was not confirmed. The device was tested for 69 minutes and no problem was found with the pressure. One unpackaged ar-6485 synergy cw4 arthroscopy pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected, and no problems were identified. The returned device was assembled with an ar-6411 lot# 73511090 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 69 minutes with no issues. No changes in the pressure were noted during the time the machine was tested, and the pump consistently maintained at around 50 with no sudden changes in pressure. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/15/2024, it was reported by a sales representative via sems-06513977 that an ar-6485 pump was not controlling pressure, would shoot up to 90 and then down to 15 and was making load noises during the case. This occurred during use in a case with no patient effect.